Event description:
It was reported that the user experienced a pairing failure between the dexcom g7 cgm and the ilet app while the g7 remained connected to the dexcom app, resulting in the ilet not receiving glucose data and displaying a ¿connect cgm or enter bg¿ message. Symptoms included an elevated blood glucose of 250 mg/dl without reported clinical symptoms. Outcomes included the user discontinuing pump use and initiating subcutaneous insulin via pen as backup therapy. Investigation included device troubleshooting and user education, including toggling settings and restarting the ilet with advice to allow time for pairing. Investigation of this case revealed that the ilet did not complete pairing with the g7 and that the user transitioned to backup therapy due to ongoing connectivity issues. It was concluded that the event was related to cgm-to-pump pairing failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.